Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4+. The mitraclip delivery system advanced and successfully grasped the leaflets and the deployment sequences were initiated. Establishing final arm angle was performed, however, the clip opened while locked. Standard troubleshooting was performed, locking, and unlocking the clip, closing back down, and efaa was attempted again. Again, the clip opened again while locked. It was decided to not deploy. The cds was removed without issue and another device was successfully used in replacement. The mr was reduced to grade 1-2. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported clip opening during establishing final arm angle (efaa) was not confirmed via returned device analysis. The discrepancy between what was reported (clip opened during efaa) and what was observed (no issue with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure (tension on the clip, unintended curves/tension place on the device by the user) versus the returned product analysis. However, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.